Event description:
The complainant reports that during therapeutic procedure, the clinician felt the balloon ruptured during the attempt to inflate it. As the withdrew the device he felt some resistance. Applying force, the balloon tip detached from the device. The clinician was able to retrieve the balloon tip successfully with the use of a snare. There were no reported adverse affects towards the pateint as a result of the event.